Event description:
It was reported that an ilet device exhibited a hardware issue in which the sleep/wake button was unresponsive, and the user reported no alerts or alarms associated with the event. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or functioning. Investigation included a review of complaint history and device function, and logistical actions to replace the device while education and troubleshooting were performed. Investigation of this case revealed a hardware failure of the user interface button without evidence of concurrent alarm malfunction affecting safety. It was concluded that the device experienced a user interface component malfunction and a replacement was provided.